Manufacturer narrative:
The authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A distributor, and authorized third party service provider (asp), contacted ventec to report that the ventilator had measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized service provider (asp) elected to return the device to ventec for evaluation. The device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set could not be confirmed, however, ventec did observe that the device was unable to maintain peep during testing. The inability to maintain peep could result in higher or lower peep than set. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.